Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could be identified. Based on the results of the investigation, it is likely the customer reported issue was due to failure of electrical components. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's image was not clear. The issue occurred during preparation for an endoscopic examination diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image was not clear. The issue occurred during preparation for an endoscopic examination diagnostic procedure. There were no reports of patient harm.